Event description:
Litigation alleges that the patient suffers from severe pain, discomfort, inflammation, and a popping/snapping sensation.

Manufacturer narrative:
Update:12/10/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Medical records indicate the patient had multiple dislocations. Records are available for further review. The devices associated with this report were still not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy considers this complaint closed at this time.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
In addition to previous allegations, ppf alleges dislocation with closed reduction.